Manufacturer narrative:
The investigation determined the service actions of replacing the reaction cells and halogen lamp resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6). Calibration and quality control were acceptable on the date of patient testing. The field service engineer verified a patient comparison was acceptable after the reaction cells and halogen lamp were replaced. The investigation is still ongoing.

Event description:
The initial reporter questioned high hba1c iii tina-quant hemoglobin a1c iii results on a cobas 6000 c (501) module. The customer provided questioned results for one patient. On (B)(6) 2020, the initial hba1c result was 7.8%. The initial result was not reported outside the laboratory. On (B)(6) 2020, the customer repeated the sample on a different analyzer and recovered an hba1c result of 7.27%. The repeat result was determined to be the correct. Hba1c reagent lot number used for patient testing was 422137 with an expiration date of 28-feb-2021.